Event description:
It was reported by the rep that the one pro46 was used during a laparoscopic cholecystectomy procedure. It was reported that the metal rim broke inside the pt. A new pouch was pulled and used without incident. There was no consequence to the pt.